Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the sheath of the angio-seal evolution would not go into the artery. Hemostasis completed successfully with a new angio-seal. The patient's condition was reported to be satisfactory. There were no other devices or equipment used with the device. Additional information was received april 25, 2018. The procedure tha was performed on patient prior to the use of the angio-seal device was a coronary intervention. A 6fr sheath was used. A pre deployment angiogram was performed. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. A correction is being made for the event description, it was initially reported the additional information was received on april 25, 2018. However, the correct date the information was received was april 26, 2018. One arteriotomy locator and hemostatic sheath from a 6fr angio-seal evolution device were returned to for product analysis. No other components were returned. The returned components were subjected to visual analysis. The arteriotomy was fully inserted into the hemostatic sheath and properly mated with the hemostatic sheath hub. The transition from the hemostatic sheath to the arteriotomy locator was examined and no anomalies were noted. There were no kinks or bends present in the returned device. IFU states, "when resistance is encountered at the anterior vessel wall during over-the -guidewire advancement of the angio-seal¿ locator/insertion sheath assembly, rotate the assembly 90 degrees so the reference indicator is facing away from the user. This places the beveled tip of the insertion sheath perpendicular to the anterior vessel wall." There is no evidence that this event was related to a device defect or malfunction. Based on the returned device, no anomalies that would have contributed to the insertion difficulties were detected. However, patient anatomy or user technique may have contributed to the reported insertion difficulties. The IFU indicates that if resistance is encountered then the angioseal locator/insertion sheath assembly may be rotated to make insertion easier.